Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was normal.

Event description:
It was reported that the defibrillator was replaced due to elective replacement indicators after functioning for three and a half years. The left ventricular lead showed high thresholds and may have contributed to the early battery depletion. The defibrillator was explanted and replaced. The left ventricular lead was capped and replaced. No patient complications were reported as a result of this event.